Event description:
It was reported to philips that the system did not boot up. The device was not in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system did not boot up. Upon functional testing, the fse determined that the issue was due to a problem with the license file, which was preventing the system from booting properly. To resolve the issue, the fse requested a new suite pc license and updated it. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.